Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury of infection was timely submitted via an alternative summary report that was submitted on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed the lead has tested out of specification. This out of specification finding does not qualify for summary reporting and is therefore being submitted as a bimonthly report. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the proximal conductor of the lead became distorted while in vivo. Concomitant products: 4068-58 lead implanted: (B)(6) 2002; 4568-53 lead implanted: (B)(6) 2001. (B)(4).